Manufacturer narrative:
Device returned status: the involved mc100 connectors and unk mating/access devices are with the facilities risk management. As of the date of this submission it is unk if devices/set-ups will be returned/available to the MFR for analysis and investigation. Initial investigations: on (B)(6) 2005 - (B)(6) 2013 ICU medical service, quality and clinical support personnel met with facility mgmt and clinical staff to review product issues and device applications. Additionally set-ups/mating devices were evaluated to provide compatibility assessments. Additionally ICU clinical resource has reviewed/discussed current microclave changeout practices per cdc guidelines, provided copies of the microclave dfu and change recommendation as well as add'l clinical references from infusion nurses society; pedivan and nann guidelines. Mfg lot build database record reviews: reviews of suspect or potential mc100 lot number identified as #2736248 (mfg date 08/2013) showed (B)(4)units; #(B)(4)(mfg date 10/2013) showed (B)(4) units and #(B)(4) (mfg date 08/2013) also reflected (B)(4) units were mfg tested, inspected and released. There were no exception documents generated during the lot builds. Pending receipt of f/u requests for usage info and availability of mc100 devices/set-up returns the root cause(s) of these issues are unk at this time.

Event description:
Complaint rec'd concerning intermittent incidents/multiple issues (cracking/leaking and recessed silicone) with use of mc100 microclave clear connectors. It was reported that "the mc100 outer housing is cracked and leaking" at the finger grip area. "Facility originally thought the issue was due to the use of hemostat" however, facility staff internal investigation reports "inconclusive evidence that the cracking is due to the use of hemostats" occurrence of a cracked microclave on (B)(6) 2010. Was noticed at the beginning of the night shift before lines were changed. "It was also reported that on (B)(6) 2009 "a microclave connector was found depressed ll the rn removed a syringe and the plunger remained depressed." The connector was already on the pt so the exact lot number is unk. "The incidents occurred" in the nicu where they leave the mc100 on piccs and broviacs for 1-4 months, they only change the mc100 if there is a blood draw. They run tpn/lipids daily."